Event description:
The customer reported that the jaw did not open and close very well from the start of the procedure. After 20-30 activations, the jaw would not open anymore. The surgeon was skeletonizing the sigmoid intestine by dissecting through the line of toldt. The line of toldt consists of stronger, more fibrous tissue than the other parts of the mesentery. The device was torn off of the sealed tissue, which was possible as the line of toldt is (mostly) non-vascularized. According to the or-assistant the instrument was cleaned 2-3 times before the incident. The force triad was set at 2 bars. The doctor used another device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.